Event description:
It was reported that the right ventricular (rv) lead had an insulation issue, low impedance, unipolar impedance was higher than bipolar impedance and low threshold. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.